Event description:
The working end (jaws) of a laparoscopic grasper broke off inside a pt's abdomen during laparoscopic gastric surgery. Retrieval of the metal piece was done without incident and another grasper was used to complete the surgery. No pt complications were reported.